Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Tip of wire sheared off during insertion.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot could not be conducted since a lot number was not provided by the customer. After three notifications, the sample from the alleged complaint has not been returned from the customer to argon. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, determining root cause or corrective action is not possible. If the sample is returned at a future date, this complaint may be reopened for further evaluation at that time.